Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6)2025 a 27mm navitor transcatheter aortic valve was selected for implant using a large flexnav delivery system. The perimeter of the patient's annulus was 78.3mm. The length of the membranous septum was 3mm. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). During full deployment it was noted that there was slight non-uniform expansion (nue) and the ncc side became shallower. In march 2025 the patient presented with mild to moderate perivalvular leak (pvl). The pvl was determined to be at an acceptable range. No intervention was required. The patient status was stable.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor transcatheter aortic valve was selected for implant using a large flexnav delivery system. The perimeter of the patient's annulus was 78.3mm. The length of the membranous septum was 3mm. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). During full deployment it was noted that there was slight non-uniform expansion (nue) and the ncc side became shallower. In (B)(6) 2025 the patient presented with mild to moderate perivalvular leak (pvl). The pvl was determined to be at an acceptable range. No intervention was required. The patient status was stable.

Manufacturer narrative:
It was reported during full deployment of navitor valve there was slight non-uniform expansion (nue) and the ncc side became shallower. The patient presented with mild to moderate perivalvular leak (pvl) one month post implant. A returned device assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. It is possible that the non-uniform expansion may have contributed to pvl. However, this cannot be confirmed. No intervention was required. The patient status was stable. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.